Event description:
Customer reported the hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 700 mg/dl. Customer passed out due to high blood glucose. Diagnosed diabetic ketoacidosis. Customer was hospitalized nine days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.